Manufacturer narrative:
The lead was returned due to probe training problem. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any anomalies except for procedural damage. Additional findings unrelated to the reported event found during analysis. Visual inspection of the lead found two external insulation abrasion breaching the optim sheath at 7.3cm to 7.5cm and 35.1cm to 39.5cm. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Related MFR report number: 2017865-2023-35869 it was reported that a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to rv lead not functioning properly. The patient condition was not known.